Event description:
It was reported from (B)(6) by the hospital staff that while patient was currently hospitalized for high flow alarm and increased motor current, the patient experienced gi bleeding. The patient's asa was discontinued. After successful treatment for high flow alarm and increased motor current with lysis therapy, the patient was discharged home with no further complications. No further information is available at this time and the investigation is still in progress.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and gi bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Pump remains implanted.